Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged power supply was identified during evaluation. The cause of the condition could not be determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.